Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, during the load process the customer received a cartridge change error. Customer stated when the message is closed it returns back to the main load sequence. Customer's blood glucose level was not impacted. Customer stated that they have back up manual injections for insulin therapy.